Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. These high out of range measurements have occurred over the course of a couple years and the current measurements are stable. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. These high out of range measurements have occurred over the course of a couple years and the current measurements are stable. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.